Event description:
It was reported that the patient experienced palpitations, dizziness, and chest pain. The right atrial (ra) lead exhibited oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes and intermittent undersensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.